Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s device was explanted for normal battery depletion. Normal pacing impedance and threshold measurements were noted during the replacement procedure; however, sensing measurements had decreased on the right ventricular (rv) lead. The following day, noise was noted on the rv and atrial channel which was oversensed resulting in pacing pauses and stored episodes of atrial tachycardia response (atr) and non-sustained ventricular tachycardia (nsvt). The patient had an underlying rate of 40-50 bpm and was asymptomatic. Additionally, atrial pacing was observed at 110ppm even with the patient at rest. A boston scientific technical services consultant reviewed the device data and stated the clinical observations seem to be related to lead damage. Device reprogramming was performed and the patient was referred to another physician for a potential lead revision. The physician suspected a device issue and explanted the device. Another procedure was subsequently performed and the leads were removed from service and replaced. No additional adverse patient effects were reported.